Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a supply bag disconnected. The patients are instructed to check the connections for secure fit. The label review found the labeling adequate for the use error in the complaint. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during dwell 2 of 5. (B)(4) checked the set up. The home patient (hp) found that the bag had disconnected during the dwell state. (B)(4) helped the hp to clear the error and explained that a large amount of air had entered into the disposable set. The hp elected to continue therapy with manual supplies tomorrow. Product surveillance spoke with the hp. The hp stated he had his bag on the end table. The hp stated that he thought he did not have the connection as tight as it should have been and that's why it disconnected. The separation occurred near the port of the bag. No additional information was available on the bag used. The hp stated he did not notice anything unusual with the supplies, and stated that now he knows now to connect the bags properly. No patient injury or medical intervention was reported.